Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor oversensed noise due to electromagnetic interference. No changes or intervention was performed. The patient was in stable condition.